Manufacturer narrative:
Additional information received from clinic stating that there was no hospitalisation due to the reported incident. This report is submitted on sep 28, 2021.

Manufacturer narrative:
This report is submitted on september 7, 2021.

Event description:
Per the clinic, the patient experienced inflammation at the implant site. The patient was hospitalised, and device was explanted on (B)(6) 2021 (reason unknown).